Event description:
The customer reported that discontinued orders are appearing in the mar and worklist.

Manufacturer narrative:
There was no death or serious injury. The customer reported that discontinued orders are appearing in the mar and worklist. The customer is presently at d.02.hf3 and will upgrade to icip d.03. A mandatory field action reported to the FDA on 04may09. A health risk assessment (hra) was performed, and it was determined that this is a software deficiency issue that under certain circumstances can lead to the administration of duplicate, unintended doses of a scheduled medication to a pt within a 24 hour period.